Manufacturer narrative:
H: date of manufacturer is unknown. This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that one of their facilities was unable to issue any medications. The technical support specialist logged into the cabinet to make sure the universal serial bus power management settings were disabled, went to the drawer preselect settings and noticed that all the zones were left without a "checkmark" indicated that the zones were not able to issue as normal, instructed to re-checkmark all the zones as this setting must had been a mistake. All the drawer zones in the drawer preselect section of the cabinet were rechecked, which resolved the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower drawer did not issue medication. No report of patient harm or injury.